Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion of the circuit board and error code e315 was displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation's results, the malfunction was likely caused by corrosion of the circuit board, which caused the display of error code e315. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.